Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Drill bits are breaking very easily when used. Update - (B)(6) 2016 alert date - the complaint is being reopened because product has been received. Additional product is also being added to the complaint. Complaint was updated (B)(6) 2016.

Manufacturer narrative:
Examination of the returned drill bit confirms the tip of the fluted portion is broken off the four returned drill bits. One reported drill bit was not returned. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.